Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h10 visual evaluation of the provided photos and returned product found damage to the outer carton and inner sterile packaging. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 47249532011; lot# 66216691. Item# 47249532011; lot# 66216691. Item# 47249532011; lot# 66216691. Item# 47249532011; lot# 66216691. G2: foreign - event occurred in costa rica. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during receiving inspection, it was discovered that the inner and outer packaging of the tibial nail was noted to be damaged. No patient involvement occurred. Attempts have been made and no further information has been provided.